Manufacturer narrative:
No complaints were received in this range of time with similar issues. DHR investigation did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Alleged issue: on inspection device package had broken areas. No patient involvement or consequences.